Manufacturer narrative:
(B)(4). Taper ii. Medwatch sent to FDA on 08/14/2015. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number or model number. The device has not yet been received by (B)(4). Based upon the implant date provided by the reporter, the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. See scanned page.

Event description:
Healthcare professional reported "band was faulty snapped, whilst trying to insert."